Event description:
The wire separated inside the patient. The physician was attempting to direct stent the vessel. The physician inserted the stent delivery catheter and wire together and were advanced into the vessel. The stent delivery catheter was inside the guide and the physician attempted to advance the wire through the lesion. The wire would not advance through the lesion, there seemed to be some resistance between the wire and the stent delivery catheter. The physician attempted to remove the guide with the stent still inside the guide, and the tip of the wire was extended out through the tip. The distal segment of the wire separated and remained lodged in the left iliac artery. The physician removed the guide and inserted a snare and successfully removed the wire segment. The patient is reported to be fine.